Manufacturer narrative:
Device passed self test and displacement test. Pump error 3 and pump error 54 found in the device history due to software error. Device received with scratched case, pillowing keypad overlay and cracked keypad overlay. The p-cap does lock properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump received multiple pump error alarm. Customer was able to clear the alarm and able to rewind insulin pump. Insulin pump was failed in displacement verification test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.